Manufacturer narrative:
One controller ac adapter (B)(4) was not returned for evaluation. Analysis of the device could not be performed since the device was not returned for evaluation; hence, the event reported as "cdc not providing power" could not be confirmed. A review of the device's incoming inspection records indicated that the unit met the internal requirements prior to its quality assurance release process. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported the controller dc was not providing power. The controller dc adapter was exchanged with no reported consequence or impact to the patient. No further information was provided.